Event description:
Information received by medtronic indicated that the customer received an error generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running (pump error 25), pump error 68 (trace pointers are invalid), history pointers failed. The history pointers are corrupted ( pump error 49). Power supply test failed during self-test ( pump error 75). Troubleshooting was performed and found that the customer was able to clear the alarm and the rewind was completed successfully. The pump dint pass self test, pump error 75 reoccurred. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and active current measurement test. No unexpected pump error 25 alarm during testing however, pump error 75 alarmed during self test (line number = 434; file number = 33) and is found in the formatted history file on 02/20/2024 20:38:27.000 due to a moisture damage on electronic assembly. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (battery tube) and cracked battery tube threads. Power error alarm (25) was found in history file on 02/20/2024 16:00:00.000, (file number: 33 line number: 2234). Software error (53) alarm was found in history file on 02/20/2024 12:10:23.000. In summary, customer alleged pump error 75 confirmed. Pump error 25 confirmed. Pump error 68 confirmed. Pump error 49 confirmed. Expose to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.